Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri) and the egrams could not be viewed. A boston scientific technical services consultant informed the caller of the device options that are disabled at eri. A replacement procedure was performed and due to stuck set screws, the header was cut in an attempt to release the right ventricular (rv) lead. The set screws never disengaged and the rv lead was also cut and surgically abandoned. No adverse patient effects were reported.